Event description:
It was reported to medtronic minimed that the customer reported pump died after the customer went swimming. And also reported labeling issue. The customer reported no adverse event. The event involved product(s) mmt-1780kr. Troubleshooting was performed for fluid in pump and found the fluid under the lcd display and fluid in battery compartment. Found the hairline crack on back side of the pump. Troubleshooting was performed for cosmetic damage and found the crack was on battery tube side. The crack on pump was affecting the pump functionality. The crack on the pump was not related to the retainer rings. Troubleshooting was performed for critical pump error and explained the pump performs safety checks and an error was found. Troubleshooting was performed for labeling and found device labels, including serial number and dome label stickers were missing, removed, worn, faded, or damaged. No harm requiring medical intervention was reported. Mmt-1780kr was requested and customer declined to return.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.